Manufacturer narrative:
This report is submitted on 16 october 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery. The implanted device remains.